Manufacturer narrative:
(B)(4). Refer to results of investigation below. Our investigation determined that this product is performing as intended and meeting safety, effectiveness and label claims. Customer complaints received to-date were reviewed to determine if others have experienced the same issue. Our review of this data did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. To evaluate the assay's performance, we tested an internal troponin-I panel with reagent lot, 42894un10. The panel was within specification and demonstrates that the assay can accurately detect known concentrations of troponin-I. Based on this investigation, a specific cause for the customer's issue could not be determined. The customer was referred to the architect stat troponin-I reagent package insert, specifically the limitations of procedure section and specimen collection and preparation for analysis section.

Event description:
The customer stated a false elevated result was generated on the architect stat troponin-I assay. A patient sample generated a result of 0.121 ng/ml. Another sample was collected the following day and yielded a result of 0.00 ng/ml. The original sample was retested and also yielded a result of 0.00 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.